Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system stated a red call doctor icon was displayed. Technical services (ts) reviewed the device data and observed the alert was for high out of range pacing impedance measurements on this right ventricular (rv) lead. Ts determined that a lead revision should be considered. No adverse patient effects were reported. This rv lead remains in service.